Manufacturer narrative:
Continuation of d10: product ID: 4fc12; product type: sheath; product ID: 990063-020 ; product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after the transeptal puncture, blood thinners were administered and the sheath , balloon catheter and mapping catheter were advanced into the left atrium. It was noted via imaging that a possible thrombus was noted. The thrombus was confirmed and the balloon catheter and mapping catheter were removed while  holding negative pressure on the syringe on the sheath flush port. The thrombus disappeared from the imaging but was later purged from the sheath syringe onto a sterile towel. No thrombus/clot was noted in the left atrium after the sheath was removed. The case was aborted. The patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient was sent to the hematology department and diagnosed with thrombophilia.

Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 11332 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, in conclusion, the clinical issue (thrombus) occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.